Event description:
Hcp reported a pt who had a stroke. Device was implanted unilaterally for essential tremor and located in the vim. CT scan was normal. Hcp reported possible slow bleed around lead. No report of device explantation.